Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of the electrogram noted pause episodes due to the implantable cardiac monitor loss contact in the pocket. Once the pocket heals, the episodes should resolve. No intervention was performed. The patient would continue to be monitored.